Event description:
The user facility reported that water was leaking from their system 1e. No report of injury.

Manufacturer narrative:
The user facility stated that the tray present in the system 1e processor during the time of the reported event was damaged. Due to the tray being damaged it allowed water to leak into the drip pan and out between the lid seals and onto the floor.a steris service technician arrived onsite and found that the tray subject of the reported event had been removed from service. The user facility was utilizing another tray for processing. The technician inspected the processor and found it to be operating properly. The technician ran several cycles and no issues were noted. The processor was returned to service and no additional issues have been reported.